Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment on guide wire occurred. The target lesion was located in the left anterior descending artery. After non bsc guide wire crossed the target lesion, an unspecified stent was advanced and deployed. Then a 15mm x 3.25mm nc quantum apex balloon catheter was advanced for post dilation. Upon removal of the balloon catheter, it got stuck on the non bsc guide wire. There was a difficulty in removing the balloon catheter from the guide wire so the whole system was removed. The procedure was completed with another wire and another balloon. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with a non-bsc guidewire in the lumen of the catheter. The guidewire was protruding 5cm from the tip and 163.5cm from the guidewire exit notch. By gently pulling on the guidewire, it was removed with no unusual resistance. There was blood in the wire lumen and contrast in the inflation lumen. There was no damage or irregularities to the catheter or guidewire. There is no evidence attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment on guide wire occurred. The target lesion was located in the left anterior descending artery. After non bsc guide wire crossed the target lesion, an unspecified stent was advanced and deployed. Then a 15mm x 3.25mm nc quantum apex balloon catheter was advanced for post dilation. Upon removal of the balloon catheter, it got stuck on the non bsc guide wire. There was a difficulty in removing the balloon catheter from the guide wire so the whole system was removed. The procedure was completed with another wire and another balloon. No patient complications were reported and the patient 's status is fine.